Event description:
Philips received a complaint on the mrx device indicating that the battery discharges if it is not connected. The customer support evaluated the device remotely. It was determined that this model is no longer supported/serviced due to end-of-life (eol) and spare parts are available. It was determined that this device model is no longer supported/serviced due to the end-of-life (eol) and the spare parts are no longer available. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The device remains at the customer site and no further evaluation is warranted at this time. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed.